Event description:
A (B)(6), male, patient, contacted zoll customer support to report that his battery was not powering on his monitor and when placed on the charger, the charger continued to prompt to insert a battery pack. The patient was issued a replacement monitor, battery pack and charger/modem.

Manufacturer narrative:
Device evaluation of battery pack serial number (B)(4) has been completed. The reported problem (does not power on monitor/is not recognized by charger/modem) was confirmed. Upon evaluation, there was corrosion on the pca board inside the battery pack. The cause of the inability to charge and power on a monitor is the corrosion on the pca board. The cause of the corrosion is contamination. The root cause of the contamination cannot be positively identified but is likely liquid ingress. Device evaluation of charger/modem serial number (B)(4) has been completed. The reported problem (does not recognize battery) was confirmed. Upon evaluation, there was corrosion on the battery board inside the charger/modem. The cause of the inability to recognize the battery pack is the corrosion on the battery board. The cause of the corrosion on the battery board is contamination. The root cause of the contamination cannot be positively identified but is likely liquid ingress. No adverse event resulted from the defective battery pack or charger/modem. The patient received a replacement battery pack and charger/modem. Device manufacture date: battery: 02/01/2011, charger: 04/01/2011, monitor: 03/01/2012. Device evaluation of monitor serial number (B)(4) is currently underway. The reported problem (won't power up) has been confirmed. Upon evaluation the monitor would not power on. The cause of the monitor not powering on was a flash memory failure (components u102 and u105) on the c/a board. The flash memory had an intermittent bga connection, which was discovered through the use of a target memory test. The monitor failed the target memory test and produced a segmentation failure. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. No adverse event resulted from the defective monitor.